Event description:
The manufacturer received information from a third party service center alleging a ventilator's internal battery would not hold its charge. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 75%. The device's battery charge limit was reset to 100% to correct the issue. The manufacturer concludes the device's battery charging limit was incorrectly set by the third party service center during previous servicing.